Event description:
It was reported that an ilet user experienced rapid battery depletion, with the device dropping from a full charge in the morning to less than ten percent by late afternoon, and a replacement ilet was issued while advising backup therapy use. Symptoms included no adverse clinical effects and blood glucose reportedly remained in range. Outcomes included device replacement and continued use of cgm through the dexcom app or receiver. Investigation included user support verification that the device powered and charged, confirmation of charging behavior, and instructions for shutdown to prevent further alerts, along with data sync guidance. Investigation of this device revealed a device performance issue consistent with battery degradation or faulty power management within the pump component. It was concluded, based on previously established findings for similar reports, that the cause was device component failure related to battery performance.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.